Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a small tear in the posterior capsule, resulting in an anterior vitrectomy being performed and lens being placed in sulcus. Surgeon stated he had poor visualization and lens was soft. When attempting to separate lens with second instrument it may have hit posterior capsule. No additional information was provided.

Manufacturer narrative:
Additional information: through follow up it was learned that patient did well with no additional intervention needed. Section h3: device evaluated by manufacturer: yes. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.